Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the needle hub separated from the unspecified bd¿ syringe. The following information was provided by the initial reporter: "consumer left voicemail stating that the needle hub separated."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle hub separated from the unspecified bd¿ syringe. The following information was provided by the initial reporter: "consumer left voicemail stating that the needle hub separated."